Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: after the process of pre-washing and sterilized the product (drill) were oxidized. Details of the event: the new products entered yesterday ((B)(6) 2018) to the (B)(6), which were washed and brushed by hand one by one inside and outside, with 10 minutes of submerged. This process was done 3 times yesterday. Today they were steam sterilized and when they came out they had spots of drops. They were submerged again with enzymatic for 10 minutes and when went back, they were brushed one by one and with a sponge and all the spots were removed. After this, they was put in the process of washing and drying machine and finished this cycle , it was identified that those have the small laser letter were oxidized. I detail below the list of code and lot of them, are 25 in total: product information: code lot lot d244000539 so2025029 so2025029 d244000540 so2025253 so2022304 d244000541 so2024835 so2024835 d244000542 so2015969 so2021809 d244000545 so2025326 so2025326 d244000548 so2026361 so2020326 d244000549 so2019713 so2019713 d244000552 so2017907 so2010097 d244000553 so2020408 so2025079 d244000554 so2025706 so2025709 d244000557 so2025594 d244000560 so2025699 d244000566 so2025009 so2025009 as the product complaint has several products (ip), we registered 2 complaints ((B)(4)) . The complaint (B)(4) involved: d244000539 so2025029 so2025029 d244000540 so2025253 so2022304 d244000541 so2024835 so2024835 d244000542 so2015969 so2021809 d244000545 so2025326 so2025326 d244000548 so2026361 so2020326 d244000549 so2019713 so2019713.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.